Event description:
It was reported that post implant, the atrial lead dislodged overnight. The physician attempted to reposition the lead, but it dislodged again within two minutes of fixation. The physician expressed concern on the new lead design. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.